Event description:
It was reported that during surgery, a cm-9622f device has failed to deploy properly. The unusable anchor was left in the patient and another anchor had to be implanted for fixation. No patient harm or significant surgical delay was reported.

Manufacturer narrative:
Ref: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Investigation results concluded that the reported event was due to the suture not releasing from the handle due to the suture pin stuck inside the crossbar. The friction between the suture pin and the crossbar prevent the suture pin to be pushed out from the crossbar to release the suture as needed. Per the sure lock anchor flex manufacturing procedure, assembly with this issue is to be rejected at the assembly level. This event was an isolated incident. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, a cm-9622f device has failed to deploy properly. The unusable anchor was left in the patient and another anchor had to be implanted for fixation. No patient harm or significant surgical delay was reported.